Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving an error alarm on the insulin pump during the manual prime. The drive support cap was noted to be sticking out. Customer also mentioned receiving a motor error alarm when attempting to prime. Customer stated that they work in radiology. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 150 mg/dl. No further information reported.